Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: did 2 sutures had the issue in 1 procedure? Two units (sutures) are implicated for the this procedure. One unit is implicated for another/2nd procedure (captured separately). When did the needles pull off in the package/during dispensing/ during use on patient (suturing)? During use on animal when performing the cutaneous suture. Specific number of procedures in which the needles pulled off, during (B)(6) 2018. Two procedures during (B)(6). No further information available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent an unknown procedure on an unknown date and suture was used. Needles from the same box pulled off. No further information available. No patient consequences reported.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Unopened samples of product code were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no attachment defects were found, and the tested samples met the finished goods requirements,